Event description:
Foley catheter balloon inflated and deflated without problems prior to insertion in pt. Rn inserted foley catheter and got urine return. The rn inflated the balloon with saline at that point. When the rn went to deflate the balloon and withdraw the catheter later, the balloon would not deflate. Urine ceased to drain from catheter. A surgeon attempted to deflate balloon without success. Another physician attempted to deflate balloon also without success. The physician cut the catheter. The catheter did not drain. Urology was consulted. The urologist placed a guide wire down the drainage port of the catheter and straightened out the foley and it was pulled at the cut end gently. The foley slid out easily with eveidence of a small hole in the fully deflated balloon. The urologist's documented assessment states urethral foley coiled in bulbar urethra.